Event description:
During a coronary drug eluting stenting treatment procedure, the balloon ruptured. The physician was able to successfully deploy the taxus express2 8.8% 3.5 x 16 mm drug eluting stent in an unk lesion. However, at 16 atms the balloon ruptured. The physician removed the balloon and stent delivery device. There were no reported pt complications.